Event description:
Product analysis was approved on (B)(6) 2012. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that a handheld device screen freezes at times and that the screen alignment is totally out. A soft reset was performed, followed by a hard reset. This was done three times; however, the error could not be rectified. The device could not return to functionality and could not perform an interrogation at all. Additional information was received that a hard reset was performed only once. A blue screen was seen indicating clear all data in the memory. During the screen alignment process, attempts to align according to the prompts were made for five to ten minutes before moving to the next prompt. The event occurred during implant. With the existing device, and wand, the physician was unable to perform an interrogation and could not get it to the mode intended. The physician used a new handheld device and the existing wand and was able to interrogate and perform system diagnostics. The physician attempted to use the handheld device on another patient later in the day but encountered the same problem. Utilizing another handheld device, again, resolved the issue. References were made to a video detailing the event; however, the video has not been accessible. The handheld device and software flashcard were received on (B)(4) 2012 and are currently undergoing product analysis.